Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cs300 intra-aortic balloon pump (iabp) battery didn't last through preventative maintenance. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) had replaced the "d146-00-0039" batteries on this unit because they did not meet specification. The unit was returned to the customer and it is being cleared for the clinical use. There was no involvement of the patient.

Event description:
N/a.